Event description:
Device was not functioning properly at tip where heparinized saline was being expressed. Device has return info on device package from biosense webster, (B)(4). Patient was not charged for this product and it will be replaced by company free of charge according to rep.